Event description:
It was reported that after implanting this lead, the lead exhibited electrical malfunction. High capture thresholds were reported, abnormal impedance measurements, and a fracture were alleged. The lead was thus explanted and tested with a pacing system analyzer (psa) which showed no sensing and capture failure. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after implanting this lead, the lead exhibited electrical malfunction. High capture thresholds were reported, abnormal impedance measurements, and a fracture were alleged. The lead was thus explanted and tested with a pacing system analyzer (psa) which showed no sensing and capture failure. This lead was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the model, serial, the expiration date, and unique identifier.

Event description:
It was reported that after implanting this lead, the lead exhibited electrical malfunction. High capture thresholds were reported, abnormal impedance measurements, and a fracture were alleged. The lead was thus explanted and tested with a pacing system analyzer (psa) which showed no sensing and capture failure. This lead was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that after implanting this lead, the lead exhibited electrical malfunction. High capture thresholds were reported, abnormal impedance measurements, and a fracture were alleged. The lead was thus explanted and tested with a pacing system analyzer (psa) which showed no sensing and capture failure. This lead was expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Upon return analysis will be completed and this investigation will be updated.